Event description:
It was reported a spectrum pump delivered insulin at a lower rate than programmed in the surgical intensive care unit (programmed amount and delivery rate unknown). The pt's blood sugars continued to be elevated (in the 200's) for 6+ hours despite initiation and titration of the drip. When the device alarmed, notifying the bag was empty, the bag was nearly full. Twelve days following the reported event, the pt expired.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification. The reported symptom was not reproduced or confirmed. Review of the event history log shows at the initiation of the insulin infusion, the device alarmed for air in line 4 times from 15:47 to 19:24 and an upstream occlusion 2 times from 16:04 to 16:42. These alarms occurred at the beginning of the infusion which could potentially represent an occlusion above the pump which could lead to an under infusion of therapy.